Event description:
It was reported that after implant, the patient initially had a satisfactory clinical response. Then approximately two months after implant, the patient began to show sudden sensation of itching, urinary retention, nausea and vomiting that was lasting approximately 24 hours and occurred more than once a week. Approximately one month prior to the date of the report, the patient presented with a more intense episode, accompanied by somnolence, stupor, and was taken to the hospital intensive care unit (ICU), and was on ventilator support. The infusion system was placed in "minimum rote" and improvement of symptoms after 48 hours of hospitalization was noted. Then, ¿myelotomography¿ was performed of the system with injection of non-ionic contrast in the catheter of the pump, which showed a well -positioned catheter. Telemetry of the system was obtained which showed the quantity in the reservoir was lower than the amount indicated on the programmer. The health care provider (hcp) believed there was a malfunction of the pump. Patient harm/injury was noted. The medication in the pump was not specified. It was further reported that approximately one month prior to the date of the report, it was noted, the patient also had symptoms of drowsiness and numbness. While in the hospital, the pump was placed in minimum rate. The hcp believed the pump was exhibiting characteristics of overinfusion. The hcp requested the urgent replacement of the pump. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional review of the event found it was also noted that there was no damage to the patient¿s health. The event did not result in an extended admission, medical or surgical intervention was not required to prevent permanent impairment of a function, there was no patient injury, no temporary injury, and no patient death, and the device was not replaced. However, this was unclear as it was also previously reported the patient was hospitalized, experienced injury, and that the physician requested urgent replacement of the pump.

Event description:
It was later reported that the medication in the pump was morphine.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly. The pump was received with fluid in reservoir and left running in simple continuous infusion mode with pa dosing active. Pump logs gathered with no anomalies found. The pump passed dispense accuracy testing. Analysis of the catheter (sn (B)(4)) found a user related hole in the catheter body. The catheter was returned in 1 segment. There was a hole seen in the proximal side of the catheter body. The appearance of the hole indicated a possible needle stick as the cause of the hole and the hole size got larger over time. It was unclear when this may have occurred. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that according to the hcp, the myelotomography was performed after the event, approximately 6 months ago, and that there was nothing abnormal found, and the volume of the substance inside the pump matched with the report. Additionally, according to the hcp, the previous dosage before the event was approximately 3000mcg/ml per day. The patient had started with symptoms of itching and urinary retention (as previously reported), but they could not identify the cause. They thought that it could be related to the infusion. Then there was a worsening of the patient's clinical condition leading to their coma, when the hcp turned off the pump. The hcp returned to infuse an amount of morphine "a little bigger" than the amount they were infusing right after the problem, which was reportedly the minimum needed. The hcp's idea was to gradually increase this amount, and at that time, replacement of the pump would not be necessary. The patient was doing fine at that time, and was being infused with a dosage of 250mcg/ml per day; however, the patient was reportedly in pain. The hcp's expectation was to increase gradually, reaching 4000 mcg/ml per day.